Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The reason for call was the patient reported they thought they were getting an extra current/shock/jab from their bladder device at the ins site on their left buttock. The patient stated it's been happening 2-3 times a week and that they'd called their managing health care provider (hcp) office and they told the patient to call medtronic. The patient denied having any falls or traumas to the implant site and that they hadn't been walking through electromagnetic interference (emi) when the shocks occurred. The patient was told that they could come down to the managing hcp office because a manufacturer representative had been there that day of the call, but the patient didn't go because they lived 2 hours away. The patient stated they haven't had any success with the therapy but then stated the therapy helped at first but after 2-3 weeks it became intermittent for them and then it no longer helped them. The patient stated the shocks had been more recent and they connected to their settings on the call and after reviewing therapy and stimulation expectations with the patient, the patient stated they wanted to try a different program. The patient stated they weren't currently feeling the shocking but they experienced a shocking yesterday when they were bending over to look at something but that it wasn't always from bending over. The patient stated it had also happened when they were walking towards walmart after they'd gotten out of their vehicle or when walking in the house. The patient stated they had to "get up" on their "tippy toes" when it happened and that it took a little while for it to go away. The patient ended up switching to a different program and increased the stimulation to where they felt it comfortably in their bike-seat region. The patient stated they were going to monitor their symptoms now that a change had been made and reach out to their hcp if they still experienced the shocking. The patient stated "you'd think that something was wrong with it shocking like that," and that they didn't think that should happen. Patient services reviewed for the patient to monitor their symptoms and to follow up with their hcp to check the implanted system.